Event description:
It was reported by svc report that a weld is broken on the pt right foot end locking spindle exposing sharp edges and the siderail could not be latched up. No pt involvement or adverse consequences were reported.